Event description:
It was reported that during the implant procedure, the lead was, after the second try for another position, no longer screwable. The helix could not be screwed out any longer. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the helix/lobe of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.